Event description:
Related manufacturer reference number: 2017865-2022-03276. It was reported that the patient presented in clinic for procedure. The left ventricular (lv) lead was damaged due to insertion of coronary wire. A new lv lead was used and implanted successfully. The implantable cardioverter defibrillator (ICD) header set screw was unable to be tightened. A new ICD was used and implanted successfully. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03276. It was reported that the patient presented in clinic for procedure. The left ventricular (lv) lead was damaged due to insertion of coronary wire. A new lv lead was used and implanted successfully. The implantable cardioverter defibrillator (ICD) header setscrew was unable to be tightened. A new ICD was used and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of ¿wire pierced lead¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the lead insulation to be punctured at the s-curve region. The inner coil was found to be kinked in this location. The cause of ¿wire pierced lead¿ is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.